Event description:
A staff member sat down on the seat of the wheel chair to fully open it. She had placed her finger around the seat tube and suffered a partial amputation when it opened.

Manufacturer narrative:
A staff member was attempting to open the wheelchair. She sat down on the seat to finish the opening process and caught her right pinky finger between the seat tube and the frame. She suffered an amputation of the tip of the finger. The wound was cleaned and dressed. No surgery was performed. The staff member stated, she was not in-serviced on the use of the wheelchair. The facility conducted an investigation and confirmed the staff member did not open the chair correctly. They determined the root cause to be user error. As a corrective measure, they have placed anti-fold devices on the chair to keep it in the open position. The sample has not been returned for eval. Due to the reported injury, this MDR is being filed.